Manufacturer narrative:
Date of event: exact date unknown, event occurred 4 months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging and the ipg could not charge anymore. The ipg was replaced with a non rechargeable battery and the patient was doing well postoperatively. The explanted ipg was not returned.